Event description:
Additional information was received for this case. The patient had cardiac complications due to worsening hypertension. The patient was given medication and recovered same day. The investigator assessed that this event was not related to the study device, however it was related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (likely anatomy related); inherent risk of procedure (hematoma). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (likely anatomy related).

Manufacturer narrative:
(B)(4).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology are unavailable. It was reported that a hematoma noted on the same day of the implant procedure. The investigator assessed that this event was not related to the study device and it was related to the study procedure. No additional clinical sequelae were reported.

Event description:
Additional information reported that no action was taken for the previously reported hematoma, and the patient recovered without intervention.